Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump which resolved the issue.